Event description:
The pt was implanted with a left ventricular assist device (lvad). An (B)(4) registry report was received which indicated that the pt had severe lactate dehydrogenase (ldh) lab values along with pump spikes. The hospital made the decision to exchange the pump.

Manufacturer narrative:
The manufacturer is attempting to acquire the explanted device for further evaluation. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.